Manufacturer narrative:
External insulation abrasions were noted at 8.0-8.9cm and 16.1-16.3cm from the distal tip, consistent with lead friction to another device. The etfe coating was abraded at 8.0-8.9cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 32.5-34.6cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasions were noted under the svc shock coil at 26.0-26.4cm and 27.4-28.7cm from the distal tip. The etfe coating was abraded at both locations. This is consistent with the observation from the field of low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine device change out, the svc portion of the lead was yielding low impedance measurements. Reconnecting the lead was unsuccessful in correcting the low impedance. The svc portion of the lead was programmed off. The lead was explanted on a later date.